Manufacturer narrative:
The na electrode lot number was dlg27 with an expiration date of 17-feb-2026. Calibration was last performed on (B)(6) 2025 with no issues. Qc was acceptable before the event. An "abnormal aspiration" alarm was observed on the alarm trace data. The field service engineer (fse) found that the sample probe and sipper nozzle were partially clogged due to sample integrity and that the electrodes were misadjusted. The fse replaced the sample probe, cleaned the sipper nozzle, and adjusted the electrodes. Air purges, a reagent prime, mechanism checks, calibration, qc, and precision were all acceptable. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned high results for approximately 10 patient samples tested for sodium electrode (na) on a cobas pro ise analytical unit. Discrepant results were provided for 1 patient sample. The initial result was 150 mmol/l. The sample was repeated twice on a different cobas pro ise analyzer with results of 138 mmol/l and 137 mmol/l. The repeated results were believed to be correct.